Event description:
It was reported by service report that there was a loss of power to the auxiliary outlet where the mattress was connected. The breaker for the 110 volt outlet was blown. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary power cord, circuit breaker.